Event description:
Complainant alleged that while treating a pt in cardiac arrest. The device delivered 120 joules to the pt and then made a loud "popping" or "snapping" sound. The pt's heart rhythm was converted to asystole and the clinician continued treating the pt via pacing mode. The pt's heart rhythm converted to ventricular fibrillation, the device was set to 150 joules, however only charged to 1 joule and displayed a "defib fault 78" message. Complainant did not indicate that there was an adverse effect to the pt due to the reported malfunction.